Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "tumor in the breast" considered not device related. Healthcare professional also reported "broken in various instrumental examinations". This record is for the left side. The device remains implanted.